Event description:
It was reported that (1) 355ld was used during an unknown procedure. It was reported by the rep that a small piece of ring came off intraoperatively. The piece was retrieved by the surgeon. No other info given about this product. There was no consequence to pt.